Manufacturer narrative:
Date of event: the peritoneal infection occurred on an unspecified date in late may2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to improper diet. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available.